Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 29mm epic valve was implanted. On (B)(6) 2020, the valve was explanted due to a leaking mitral valve with associated patient symptoms of "typical heart failure symptoms." Furthermore, a leaflet tear was observed in the cusp. A new 33mm epic valve was successfully implanted. No patient consequences were reported and the patient is reported to be doing well.

Manufacturer narrative:
Additional information sections: h2, h6, h10 an event of a leaking valve and a tear in the cusp was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.